Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was dislodged after the wound was closed. The physician stated that it was due to anatomical problem with the atrium. This lead was surgically explanted, and a new lead was placed. No additional adverse patient effects were reported.